Event description:
It was reported that a patient underwent a procedure at l4-l5 to treat intervertebral foramen stenosis using a cage. It was reported that the cage fractured during insertion. All fragments were removed, and a new cage was inserted without any further incident. No patient injury was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.